Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. There was no patient involvement. After investigation, the field service engineer deduced the pressure transducer was faulty. The replaced pressure transducer was not returned for investigation despite requests. No device logs were received. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately before ventilation. The conclusion is that the ventilator failed pre-use check due to a faulty pressure transducer. As the replaced pressure transducer was not returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).